Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. The rep was with the patient who was recently implanted and they were conducting an impedance test which showed electrodes 8-11 as ¿avoid¿ and 0-7 as ¿green¿. The contacts kept changing: 8 through 11 showed as ¿avoid¿ then 9-11 showed as ¿avoid¿ and others show as ¿do not use¿. The rep programmed around the electrodes with high values on the tablet but the patient was seeing the ¿settings not available¿ message on their controller when they attempted to increase the intensity. Technical services recommended a new reference on the lead with 8-15 electrodes. The rep changed to 9 and all contact options on that lead were red. Technical services suggested imaging and a revision consideration because of the localized impedance values on the 8-15 lead. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the healthcare provider (hcp) via the rep. They reported the cause of the high impedances could not be determined because no additional diagnostics were performed. Reprogramming was performed on one lead only; they avoided programming on the lead with the high impedances. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.